Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain five of six of peritoneal dialysis therapy. The patient did not experience any symptoms as a result of the event. It was determined that the patient¿s largest prescribed fill volume was 1800ml, drain volume was 3777ml and ultrafiltration volume was -1128ml. The patient repositioned to aid in draining. It was not reported how the patient would complete the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.